Event description:
Device malfunction: foot break. Time of malfunction: unk. Symptoms/ae: none. A proglide device was returned without any details other than the "device failed" and the failure mode was not known by the site reporter. During device eval on 02/13/2008, a posterior foot break was found. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device info. Eval of the returned device found a posterior foot break. The plunger, suture, link, cuffs and needle tip were not returned with the device. It was not possible to determine the root cause based on the investigation findings. No mfg issues were detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.